Manufacturer narrative:
Investigation summary bd received four (4) photos for investigation. After review and analysis of the customer photos, closure separation and defective stopper molding were observed. A total of 29 retained samples were tested, and the functional tests showed that none of the samples failed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes closure separation and defective stopper molding based on customer photo analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿, the shield separated from the rubber stopper when it was decapped on the analyzer. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g5. PMA/510(k)#: k230855 a device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿, the shield separated from the rubber stopper when it was decapped on the analyzer. There were no health impact or consequences reported.